Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08321 / 08322).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient allegations of pain, swelling, inflammation, damages to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, fluid build-up around the hip joint, metal poisoning, metallosis, and impairment. No revision has been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.